Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist previously questioned the open bite and due to safety notice referred the patient to an orthodontist. As a result, the orthodontist has recommended to cease treatment since the open bite was caused by the byte retainers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.